Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii. Device photo analysis: visual analysis of the photographs identified lot number 2942398, catalog number fx-410360cc, cloudy and deformation the device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Patient reported left side "exchange from textured to smooth breast implants due to the patient¿s concern with the product, swelling and pain". Healthcare professional later reported, capsular contracture baker grade iii. The device has been explanted.